Event description:
A patient reported experiencing inaccurate high results with a one touch ii meter. The patient blood glucose results were 21.9 versus the labs 15.8 mmol/l. Tests were done within 10 minutes. No further information has been reported.